Event description:
Procedure: roux en-y gastrectomy. According to the reporter: the needle broke away from the suture during the procedure. The patient is reported to be fine. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Another lot number used to finish case.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/20/2015.